Event description:
During a surgery on (B)(6) 2012 for an orif of the elbow, the cutting tip of a screw broke off. The screw was explanted and replaced with a new screw. Intraoperative x-rays revealed no image evidence of the broken screw tip. The procedure was completed without further issue. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment not diagnosis. There is damage around the flutes and the threads at the tip end of the screw. Although the flutes are damaged all flutes are visibly present. Visual examination is consistent with product complaint. The thread profile, thread major diameter and thread minor were checked at the portion of thread without damage and no issues were found. However, these features could not be checked at tip end due to damage.